Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode of the sensor was missing after removal from the body. The blood glucose level of the customer was unknown. The customer stated that the customer was unknown if the electrode was fractured in the body or was missing already before insertion. The device will not be returned for the analysis.